Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. Complaint was confirmed for the bed rails would not raise at all. The underlying cause could not be identified.

Event description:
The c-clamp was coming apart and the bed rail would not stay up.